Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage and genital haemorrhage outcome was unknown. The reporter considered device breakage, device dislocation and genital haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device breakage ("fracturing of the implant"), device expulsion ("migration of essure device of device: uterus") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from (B)(6) 2005 to 2009. Concurrent conditions included dysfunctional uterine bleeding. Concomitant products included drospirenone + ethinylestradiol (yasmin), eugynon (lutera-28) and marvelon (desogen). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), hormone level abnormal ("imbalance in hormones"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), premenstrual dysphoric disorder ("pmdd- premenstrual dysphorics disorder"), depression ("depression"), anxiety ("anxiety"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove the essure implant), surgery (to remove the essure implant) and surgery (surgical removal of coil). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, device expulsion, genital haemorrhage, vaginal discharge, hormone level abnormal, menorrhagia, vaginal haemorrhage, premenstrual dysphoric disorder, depression, anxiety, mood swings, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, premenstrual dysphoric disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: menorrhagia, vaginal haemorrhage, premenstrual dysphoric disorder, depression, anxiety, mood swings, migraine, headache, device expulsion, vaginal discharge and reporter, patient demographic information, other relevant history added. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.